Event description:
The customer contact reported a separation. On an unspecified date, the solution container was filled with prolastin 5,168 units and an unspecified volume or normal saline for a total volume of 100 ml. After an unspecified length of time, the piercing pin of an unspecified tubing set was inserted into the administration port of the solution container. At this time, it was reported that the administration port of the solution container separated from the solution container and an unspecified volume of solution leaked onto the floor. The solution container was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.